Manufacturer narrative:
(B)(4). PMA# or 510k# updated from m110009 to p130013. (B)(4).

Event description:
It was further reported that there was no 45 day treansesophageal echocardiogram (tee) as she was hospitalized and critically ill with other issues during this time. She was readmitted in (B)(6) 2016 with abdominal pain. She had partial bowel obstruction and pneumonia and passed away in (B)(6) 2016 10 days after she was readmitted to the hospital.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported a death occurred. The patient had a pre-existing gastrointestinal (gi) issue. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2016. After the 45 day follow up, the patient had a complication and died. It was reported to us that the patient did not suffer a stroke.